Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure there was balloon withdrawal difficulty. The patient presented with an acute myocardial infarction. The target lesion was located in a calicified segment of the mid left anterior descending (lad). A 6 fr jl4 cordis guide catheter and a luge guidewire were used. An atlantis sr pro intravenous ultrasound (ivus) catheter would not advance through the lesion. The lesion was predilated in two locations using a 2.5x15mm quantum maverick balloon inflated to 20 atm. A 2.75x32mm taxus express2 drug eluting stent was deployed in the mid lad at 24 atm. The physician pulled negative on the stent balloon for 45 seconds and attempted to remove the stent delivery system, however, the balloon stuck within the stent which caused the guidewire catheter to deep seat all the way to the mid lad stent location. Eventually, the stent delivery system was removed and at that time the patient became bradycardic and hypotensive. The physician quickly implanted a second taxus express2 stent size 3.0x20mm proximal to and overlapping the initial stent. This stent was deployed at 20 atm. At this time, the patient's heart rate and breathing ceased and CPR was administered. The patient was resuscitated and appeared stable for five minutes. The patient experienced an abnormal heart rhythm and was cardioverted. The patient was transferred from the heart catheterization lab in stable condition. In the opiniion of the physician, the balloon withdrawal resistance was the major contributing factor causing the patient to go into cardiopulmonary arrest. Additional information has been requested; however a response has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 8665945 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experieced during the procedure could not be determined.